Manufacturer narrative:
Investigation results: the complaint of a leak could not be confirmed from the unused representative 18g nexiva units that were received in sealed packaging. A microscopic examination revealed no damage or defects on the samples. A functional test of the returned samples revealed no leaks in the devices. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva sp with maxzero leaked at the septum. The following information was provided by the initial reporter: upon piv insertion, removal of needle from catheter the catheter end continued to bleed resulting in a second piv stick. Can you please provide an exact date of event in this format mm-dd-yyyy? 1/15/2025.